Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic for a scheduled follow-up, patient notifier did not appear to be working during in-clinic testing. Several attempts were made including using inductive telemetry and increasing the test duration to maximum value but the issue still persisted. The issue will be discussed with the patient¿s following physician. The patient was stable before, during, and after the device interrogation. The patient was set-up with home monitoring and will be monitored closely.